Manufacturer narrative:
(B)(4). One used lf1723 was received for evaluation. Visual inspection found no defects. The customer reported that sealing became incomplete. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. No failure mode was identified.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the patient's tissue during a cystoprostatectomy. There was no blood loss. Another device was used to continue the procedure and there was no injury to the patient.